Event description:
Based on information obtained the device is included in the neuromodulation implantable pulse generator (ipg) unable to exit MRI mode advisory notice issued by abbott on 22 june 2023. Fsca number is pending.

Manufacturer narrative:
A patient unable to disable MRI mode and activate therapy was reported to abbott. Troubleshooting steps did not resolve the issue. Based on the information received, the event is consistent with deleting the bluetooth pairing bond with MRI mode activated. As a result of this finding, abbott is performing further investigation. The fsca number is included in this report.

Event description:
It was reported patient passed away on (B)(6) 2020 . Therefore, no further action can be taken at this time.

Manufacturer narrative:
Based on the information received, the event is consistent with deleting the bluetooth pairing bond with MRI mode activated. As a result of this finding, abbott is performing further investigation.

Manufacturer narrative:
Abbott has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Abbott defers to the patient¿s physician regarding medical history.

Event description:
It was reported the patient placed her ipg in MRI mode on (B)(6). The patient reports that after the MRI, she was able to take it out of MRI mode and she turned stimulation off that same night. Since that day, the patient reports she has been unable to connect the ipg with the patient controller. Clinician programmer gives ¿generator is not paired with ipad, place magnet over the generator¿ message, but attempts to utilize the magnet were unsuccessful. Further attempts to troubleshoot by technical services have also been unsuccessful.

Event description:
The manufacturer's review of the system logs confirmed MRI mode was turned on, but shows no indication the MRI mode was then turned off. The ipg will not communicate with external devices and is inoperable.